Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the light box ports are down. The timing of the event and patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The xenon lamp was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on february 7, 2013. Based on qa assessment, the product met specifications at the time of release. A review of the system¿s event log from the time of the reported event revealed that system message (sm) ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service¿ displayed multiple times and the lamp hours were indicated by the system to be 439. The system¿s event log also showed sm ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ and sm ¿the lamp in the table top illuminator needs to be replaced. Please contact field service. The sm is an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. As the lamp is rated for 400 hours of use, after this time the lamp¿s performance will decrease. The root cause of the reported event can be attributed to the xenon lamp which had exceeded its rated life; however, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).